Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a faulty lower main harness. The device was evaluated and the reported event was confirmed as a test lower main wire harness needed to be installed during decon. Replaced lower main harness. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Initial reporter zip: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device power turned on, but display stayed black. Per follow up information received via email on 22oct2024, it was reported that the device issue was not solved yet. There was no patient harm. Per sample evaluation results on (B)(6) 2024, test lower main wire harness installed during decon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter zip: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device power turned on, but display stayed black. Per follow up information received via email on 22oct2024, it was reported that the device issue was not solved yet. There was no patient harm. Per sample evaluation results on 06dec2024, test lower main wire harness installed during decon.